Event description:
It was reported that during an implant procedure, the lead was unable to be advanced across the stylet, and malfunction was alleged on the lead. The lead was removed and replaced successfully. No adverse patient consequences were reported.